Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device work intermittently. This was first noticed 2 weeks prior to the report when pt was unable to move the piston rod during a cartridge change. Both buttons functioned as intended during the troubleshooting call. Pt has used this infusion device for 3 years and boluses 3-4 times per day. Both buttons pop up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.